Manufacturer narrative:
Device evaluated by MFR: analysis done on the implantable neurostimulator determined that no anomalies were identified. Analysis of the lead determined that there were no significant anomalies identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 04-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient. The rep reported that the patient¿s lead and implantable neurostimulator (ins) were being replaced with full MRI compatible ones. The rep stated that during the procedure, the physician attempted to seat the lead tail in the 0-7 port of the ins connector block, but there was resistance. The physician loosened the set screw and used the plug to advance into the connector block before seating the lead tail. However, once the lead was seated, 7 out of 8 electrodes were greater than 40,000 ohms when impedances were ran. The rep stated that the lead was reseated, and impedances were tested several times. The physician then replaced the ins, but electrode #7 was still greater than 40,000 ohms. The physician then elected to replace the lead as well. The issue was resolved at the time of the report. No further complications or patient symptoms were reported or anticipated. Indication for use is unknown.